Event description:
Healthcare professional reported left rupture and "recall request". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left rupture and "recall request". The device has been explanted and replaced.

Event description:
Healthcare professional reported left rupture and "recall request". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, opening on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) additional observations: ¿ crease fold observed. ¿ black particles on the surface of the shell.